Event description:
The manufacturer received information regarding a ds2adv auto CPAP device. The patient's wife has alleged her husband passed away. No medical intervention was specified by the patient. The device was returned to a third-party service center. The technician unable to confirm foam particles in the air path during the device evaluation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.